Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/21/2021. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the name of the procedure? Tumour ablation by lumbotomy. Did this event occurred before (pre op) or during the surgery (intra op)? Intra-op. Did the needle fall inside the patient? Unknown. When the surgeon finished the anastomosis, he handed his needle holder to the instrumentalist and it was at this moment that the instrumentalist realised that the thread was loosened. There was a search for the needle on the operating site and in the patient for one minute with the surgical team and the instrumentalist continued to search until the end of the procedure. Were x-rays taken to locate the needle? No. Was there any patient consequence or injury? Patient had complications but unrelated to needle loss. What medical/surgical intervention was provided? There was/are interventions but unrelated to the loss of the needle. Procedure date? (B)(6) 2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the name of the procedure? Did this event occurred before (pre op) or during the surgery (intra op)? Did the needle fall inside the patient? Were x-rays taken to locate the needle? Was there any patient consequence or injury? What medical/surgical intervention was provided? What is the condition of the patient? Procedure date? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the thread pulled off. The needle remained in the operating field and it was impossible to find the needle. There were no patient consequences reported. Additional information was requested.